Event description:
It was reported to depuyacro med via a report from dr. That two lumbar I/f cages were removed and analyzed due to a possible pseudoarthrosis. According to the complainant, the pt underwent a single level alif procedure with posterior instrumentation. The implant date is unk. In 2002, the pt underwent a plif revision for pain and a possible pseudoarthrosis. The two removed cages were not broken.